Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was 10-degree celsius discrepancy between the temperature at the cpb outlet and the blood parameter monitor (bpm) display, despite both the cold/warm water bath and the cpb outlet showing 34-degrees celsius. The readings aligned later during the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.